Event description:
A caller reported that their pump screen was dark and would not turn on. The issue led to the customer's blood glucose (bg) exceeding the safe level, with the exact value unknown but displayed as "high." The customer attempted to manage their bg by drinking water and walking. Technical support instructed the caller through several troubleshooting steps, including confirming the pump was not plugged into a power source and attempting a boot-up sequence, but the screen remained unresponsive. Ultimately, technical support arranged to replace the pump. No backup therapy was available, and the caller was advised to contact their healthcare provider. The customer agreed to return the non-functional pump and was informed they would receive a replacement with updated software. They also received instructions on programming the new pump and connecting it with their continuous glucose monitor (cgm).